Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed in the device. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported right capsular contracture, baker grade unknown, "small amount of fluid in the right pocket", "textured" and "mass of right axilla" (non device related).

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "leakage." Device remains implanted.